Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room after ventricular fibrillation (vf). Therapy was delivered; however, vf was unable to be converted and the patient expired. Electrograms were reviewed and high voltage lead impedance was low during therapy and some signals may be noise episodes. Further information has been requested but not received.